Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported a broken wire for the tip-up fenestrated grasper during instrument checkup before the case. According to the customer when it returned, they reported that there was no injury or fragments during the last time it was used. A cadiere forceps was used as backup. The tip-up fenestrated grasper had 10 lives left. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.